Event description:
A malfunction was reported when the pump was connected to the glooko transmitter. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, which the customer acknowledged.